Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and was able to confirm the reported issue. He addressed the failure back to the patient pump 1. The electronics of the pump were defective and this damaged also the distribution board. He replaced the patient pump and the distribution board and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that during the disinfection of a heater-cooler system 3t an error code was displayed on the patient side. There is no known patient involvement.